Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Part: 03.114.001; synthes lot: h161606; supplier lot: h161606; release to warehouse date: december 30, 2016; expiration date: n/a; supplier: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Appropriate action has been initiated on june 6, 2017 for lcp drill sleeve 03.114.001 does not engage with plate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: veterinary complaint: it was reported that the locking part of the drill sleeves did not work. The surgeon noted the issue before the surgery. This report is for a 1.1mm lcp threaded drill guide. This is report 3 of 6 for (B)(4).